Event description:
Pt was assisted into MRI unit by a technician using a metal IV pole as a crutch. The magnetic force caused the IV pole to snap off from the base. The pole, pump and wheel base, became lodged in the unit next to the pt. The pole caused a 4 inch laceration.